Manufacturer narrative:
The investigation of this product was performed by the original manufacturer, fresenius kabi. Fresenius kabi provided the following analysis conclusion: ten samples of the lot numbers 10nl2942 and 10ni1261 were received for the evaluation of this event. It was unknown which lot number was used during the event. The samples were unable to be investigated as it was unknown if unfulfilled environmental requirements or customer handling may have affected the packages. The certificate of conformity for both lot numbers indicates no anomalies; all test results were within limits and in conformance with valid specifications. The two batches are manufactured according to gmp guidelines. There were no deviations reported during production and quality control of the batches. These batches met all specification requirements. Lot number information: 10nl2942: (B)(4): manufacture date: 11/13/2019. 10ni1261: (B)(4): manufacture date: 9/26/2019. Csi ID#: (B)(4).

Manufacturer narrative:
Analysis of samples of the same lot of the reported device is in progress by the original manufacturer. A supplemental report will be submitted when the device analysis is completed. Csi ID# (B)(4).

Event description:
The patient experienced shaking, chills, shortness of breath, fever, agitation and nausea approximate 10-15 minutes after atherectomy treatment. The opinion of the physician was that the symptoms were caused from a reaction to the viperslide lubricant. Antihistamines, steroids, IV fluids, and oxygen were administered, and the patient was discharged.